Event description:
It was observed that during the device evaluation, the colon videoscope exhibited whitish foreign material from air /water tube and cylinder and jet tube .there were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation. Observations from service department: white foreign material. [Evaluation results] evaluation date: january 24, 2024 evaluator: qi gao event: j-tube, aw-tube and cylinder were found with remains of white foreign material inside (it was not possible to identify when the foreign material has been attached to the scope. There is a possibility that the subject device was used to the patient with the foreign material attached.) Was the procedure therapeutic or diagnostic? Na since this event was confirmed during rc inspection pae judgement: pae tier classification: tier 2 universal failure code: gin0001y investigation required: necessary containment: not required because there is no fact or possibility indicating that the reported event might spread any further. The following events are tier 3, investigation is not required. 1. Ur: supply hose crushed; rc confirmed c-cover has a crack. ¿ gie2318a 2. Flexibility adjustment ring has a scratch. ¿ gie4207a 3. Grip has a scratch. ¿ gie4207a 4. Aw-cylinder has no color. ¿ gia2503a 5. S-cylinder has no color. ¿ gia1402a 6. R/l knob has a scratch. ¿ gie4207a 7. U/d knob has a scratch. ¿ gie4207a 8. Switch box has a scratch. ¿ gie4123a 9. Plug unit has a scratch. ¿ gie3001a 10. Sc cover unit has a scratch. ¿ gie3001a 11. Mouthpiece is loose. ¿ gie3001y 12. Due to burn on c-cover, insulation resistance value at distal end does not meet the standard value. ¿ git0002d, gie2331y 13. Connecting tube has a cut. ¿ gib2331a 14. Universal cord is deformed. - gie1202a

Manufacturer narrative:
The device was returned and evaluated .in addition to the reportable malfunction documented in b5,the additional evaluation findings are follows: universal cord was deformed, connecting tube had a cut, plastic distal end cover had a crack, due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value, mouthpiece was loose, scope cover unit had a scratch, plug unit has a scratch, suction cylinder had no color, switch box, upward and downward knob, right and knob, grip, and flexibility adjustment ring all had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
H10: it is unknown whether there was deviation from instructions for use with reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.